Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device found an arc mark on the back-side of the titanium case. Review of the stored memory confirmed a shorted lead indicator, and x-ray revealed an open plasma fuse with arcing to the case consistent with an attempt to deliver therapy through a shorted lead system. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted defibrillation lead. The leads are no longer in-service.

Event description:
This report is being filed with analysis details.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufacturer right ventricular (rv) lead recorded a code indicative of short circuit during shock delivery. It was noted that the date of the alert does coincide with a shock that the patient received. The device was explanted and replaced, and both leads were surgically capped and replaced. No additional adverse patient effects were reported.